Manufacturer narrative:
(B)(4). (B)(6). The complaint was confirmed as product was returned. Two flexible reamers are returned for evaluation. Lot 62656833 reamer was fractured and a segment was not returned. Material composition confirmed devices were conforming to specifications. Sem analysis concluded "based upon visual examination of fracture artifacts, both reamer shafts likely fractured as a result of torsional overloads." DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during ulnar preparation for an elbow arthroplasty procedure, the reamer fractured inside patient's bone. No fractured pieces fell into the patient, and the patient did not retain any foreign bodies. A new 7 mm reamer was used to complete the procedure with minimal delay to procedure. No further patient consequences reported. No additional information is available.